Manufacturer narrative:
(B)(4). The medical records do not contain hospital progress notes, a final peritoneal dialysis fluid cell count or dialysis treatment records for review. The patient stated that the machine was putting fluid back without removing. This cannot be confirmed without the dialysis treatment record. In addition, the pdrn could not confirm if patient had an overfill issue. Patient¿s peritoneal dialysis fluid had an elevated white blood cell count. Physician notes state that the elevated white blood cell count was from the peritoneal dialysis catheter. But, the medical records do not contain a peritoneal dialysis catheter cell count. The medical records only contain a peritoneal dialysis fluid cell count. The pdrn stated the peritoneal dialysis fluid culture was negative. Medical records show that no culture was done on the peritoneal dialysis fluid. Medical records reveal the nephrologist felt the elevated wbc count from the peritoneal dialysis culture was possibly due to the peritoneal dialysis fluid being concentrated. Although the peritoneal dialysis culture showed a wbc count of 14360, there is no polymorphonuclear cell count or culture to indicate if peritonitis was present. Patient did not experience any symptoms normally associated with peritonitis such as nausea, vomiting, fever or chills and there is no mention of cloudy peritoneal dialysis effluent or fibrin. Therefore, no conclusion can be made whether peritonitis occurred. The physician notes reveal the abdominal pain was likely related to colitis due to the CT scan results. The pdrn stated the patient was experiencing constipation that contributed to the colitis and did not believe the product resulted in the colitis. In addition, the patient¿s CT revealed possible diverticulitis. Patients with diverticulitis do exhibit cramping, bloating and constipation. This would be consistent with the pdrn¿s statement and physician statement of abdominal pain. Diverticulitis and colitis are an inflammatory disease of the intestine. It should be noted that the patient did admit to only priming the cycler tubing once instead of twice to be sure there was no air in the line. Patient also had air detected in the cassette during the dialysis treatment. Air in the line could enter the abdomen and also cause abdominal pain. There is no documentation in the medical record that indicates there was any causal relationship between the liberty cycler and the patient¿s colitis/diverticulitis. There is no documentation in the medical record that indicates any causal relationship between the liberty cycler and the patient¿s elevated wbc count in the peritoneal dialysis fluid.

Event description:
The patient contact called with non-operational questions and stated the patient was having cramps in drain 1 of 4. At the time of the call the patient had drained 2661/2506mls. The patient contact wanted to know if the patient should stop the treatment and do manuals; the patient contact further stated the patient did not do a day time exchange and that the patient has ccpd (continuous cycling peritoneal dialysis) treatment based therapy. The patient contact stated the patient gets m31 air detected in cassette in drain 0 and the patient has a 20 foot patient line and only primes the line 1 time. Technical support explained the criteria for m31 and advised to prime the patient a second time to get the air out of the tubing. The patient's pdrn (peritoneal dialysis registered nurse) stated that the patient was hospitalized for a colon infection during the time frame of the event and was given antibiotics to treat the infection from which the patient has since recovered from.

Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.